Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a pacer equipment malfunction error. There was no reported adverse patient impact.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a pacer equipment malfunction error. There was no patient involvement.